Manufacturer narrative:
The device has been received at resmed and a preliminary evaluation has been performed. There were no faults or errors observed with the device.

Event description:
It was reported to resmed that a patient using a vpap st device was found unresponsive and transported to the hospital.